Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a live donor kidney transplant, during the stapling of the renal artery of the donor side, the power vascular stapler and reload misfired. One side of the reload did not fire staples. They were able to manage situation and completed the case. No patient complications.